Manufacturer narrative:
Visual inspections were performed on the returned device. The reported sheath break was observed as a guide break. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional perclose proglide device returned, referenced in b5, is filed under a separate medwatch manufacturer report.d9, h3: device return status updated from no to yes. H6: type of investigation code 4115 removed, investigation findings code 3221 removed.

Event description:
An additional device was received with the original complaint device, the returned device analysis identified that the posterior cuff remained in the posterior foot pocket with the link attached. There was one anterior cuff tab flat, one prolapsed and one anterior cuff tab was separated and not returned. No additional information was provided by the account.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after an angiogram procedure. Reportedly, the proglide device was difficult to remove and the sheath separated where the black and silver parts meet. A cut down was performed to remove the separated portion of the proglide device and the artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the entire procedure as a result of the cut down. No additional information was provided.